Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level. The low blood glucose level of customer was below 40 mg/dl. Current blood glucose level of customer was 37 mg/dl. Customer was using auto mode feature at time of incident. The insulin pump will not be returned for analysis.